Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Additional observations: ¿ observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.